Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of a blister pack with an inflation syringe only. Product analysis suggests the product was not used in a surgical procedure. The reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, the user was unable to inflate the balloon of the trocar with the syringe that was provided in the trocar kit.